Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home on (B)(6) 2021 while in sleep. The caller stated that the cause of death is still unknown because customer passed way in sleep. The caller stated that the customer had kidney disease but it was not cause of death according to caller blood glucose was the reason of death. The caller was customer's mother and she stated they never let to do autopsy and they did not had the death certificate. The customers blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. It was unknown that auto mode feature was in use or not at the time of the event. Customer was using sensor at the time incident. No product is expected to return for analysis.

Manufacturer narrative:
The following table is a summary of the insulin and glucose data from on (B)(6) 2021 obtained from the carelink report. Date: on (B)(6) 2021; insulin data: daily total insulin delivered: 44.3 units; total bolus insulin delivered: 16.7 units, 38% (4 boluses); total basal insulin delivered: 27.6 units, 62%; glucose data: number of bg (meter or manual) measurements: 5; average bg: 210 mg/dl; min bg: 163 mg/dl; max bg: 235 mg/dl; daily sensor totals: sensor wear duration: 24:00 hours; average: 185.0 mg/dl; date: on (B)(6) 2021; inulin data: daily total insulin delivered: 29.575 units; total bolus insulin delivered: 3.9 units, 13% (2 boluses); total basal insulin delivered: 25.675 units, 87%; glucose data; number of bg (meter or manual) measurements: 4; average bg: 153 mg/dl; min bg: 118 mg/dl; max bg: 216 mg/dl; daily sensor totals: sensor wear duration: 20:45 hours average: 132.0 mg/dl; date: on (B)(6) 2021; insulin data: daily total insulin delivered (up to 10:18 pm): 32.675 units; total bolus insulin delivered: 7.2 units, 22% (3 boluses); total basal insulin delivered: 25.475 units, 78%* the insulin pump turned off at 10:18 pm due to battery depletion. Proper low battery alarms were observed. Glucose data: number of bg (meter or manual) measurements: 4, average bg: 209 mg/dl, min bg: 139 mg/dl, max bg: 314 mg/dl, daily sensor totals: sensor wear duration: 20.45 hours; average: 183.0 mg/dl; date: on (B)(6) 2021; insulin data: daily total insulin delivered (starting from 7:12 pm): 5. 5 units; total bolus insulin delivered: 0.0 units, 0% ;total basal insulin delivered:5.5 units, 100%; glucose data number of bg (meter or manual); measurements: 0; daily sensor totals: sensor wear duration: 00.00 hours; date: on (B)(6) 2021; daily total insulin delivered: 29.25 units; total bolus insulin delivered: 1.7 units, 6% ;total basal insulin delivered: 27.55 units, 94%; glucose data: number of bg (meter or manual) measurements: 1;average bg: 216 mg/dl; min bg: 216 mg/dl; max bg: 216 mg/dl; daily sensor totals: sensor wear duration: 00.00 hours; date: on (B)(6) 2021; insulin data: on (B)(6) 2021, there is data until 10:46 am. A sensor was used for part of the day; auto mode was not used. The following information is a summary of the day: 12:45:01 am manual bg 185mg/dl, 12:45:33 am 0.5u was given using bolus wizard, with bg input, no food input, 1:49:38 am rewind occurred, with 2.814u as fill tubing and 0u as fill cannula, 1:56:19 am sensor connected,1:56:43 am sensor warm-up, 3:06:20 am calibrate now (siren later),3:26:21 am calibrate now, 3:29:33 am manual bg 189mg/dl, 3:29:47 am 0.3u was given using bolus wizard, with bg input, no food input, 0.2u of active insulin, 4:06:30 am manual bg 171mg/dl, 4:09:05 am 3.8u was given using bolus wizard, with bg input, food input, 0.4u of active insulin, 7:29:38 am manual bg 216mg/dl, 7:31:01 am 2u was given using bolus wizard, with bg input, food input, 0.4u of active insulin, 8:27:21 am manual bg 265mg/dl, 8:30:49 am 5u was given using bolus wizard, with bg input, food input, 1.7u of active insulin, 8:31:14 am sensor glucose value 260mg/dl, 9:06:14 am sensor glucose value 311mg/dl, 9:31:14 am sensor glucose value 347mg/dl, 9:56:14 am sensor glucose value 338mg/dl,10:06:14 am sensor glucose value 361mg/dl, 10:21:14 am sensor glucose value 396mg/dl, 10:26:14 am sensor glucose value 400mg/dl (sg out of range), 10:46:14 am sensor glucose value 400mg/dl (sg out of range), lowest bg was 171mg/dl. Highest bg was 265mg/dl. The last sensor glucose value recorded went up to 400mg/dl (out of range high). Given that product analysis and carelink/pump memory data for the reported date of death is unavailable for review, there is insufficient information in the case, at this time, to determine the relationship of the device to the customer's passing. Our medical review has determined that the relationship is unknown. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.